Manufacturer narrative:
A surgery date has not been scheduled at this time. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported that the patient¿s ipg is reaching end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.